Event description:
It is reported that the surgeon opened the implant and discovered sterilization had been jeopardized due to the stem puncturing the inner packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.